Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and configuration files were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of no boot. The fse determined the cause of the problem to be the software. Fse reloaded the software to resolve the issue. The fse verified system functionality. The software is a set of instructions that directs the system processor to perform specific operations. Software corruption of the system by any cause, (e.g. Hardware fault or user error). The software will be reinstalled to fix the issue with the system not booting. Based on age of the system, manufactured before 2000, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.